Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was prompting sensor information, but they did not use the sensor. The customer's blood glucose level had been over 400mg/dl. The mother refused troubleshooting. The customer was advised to monitor the device.